Event description:
Reportedly, a 27mm valve was explanted after an implant duration of approximately 2 years due to mitral regurgitation (mr) caused by infective endocarditis (ie). The customer reported that a perimount valve, model 690027mm, was implanted for mitral valve replacement (mvr) to correct ie in 2011. On (B)(6) 2013, the valve was explanted and replaced with the same size, same model device. The customer disassociated the device - the valve was not the source of the infection. The patient condition was reported as 'recovering as of (B)(6) 2013'.

Manufacturer narrative:
Device not returned. Implant date remains unknown. Serial number of device is unknown. The device history record (DHR) review cannot be done without this information. The device will not be returned for evaluation due to infection. The source and type of infection remain unknown. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility.